Manufacturer narrative:
(B)(4). Batch # n55l56. The ec60a device was received for analysis with no visual non-conformances and with a gst60d cartridge loaded in the device. The cartridge reload was received partially fired 1/2016. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was the device locked on tissue when it locked? Yes. If yes, how was the device removed from the patient? With the security button if yes, did the jaws eventually open? No.

Event description:
It was reported that during an unknown procedure, the clamp locked. It was impossible to re-open the clamp and staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.